Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The device history record (DHR) and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a 169 cm (67") pur yellow smallbore ext set w/nanoclave® 4-way stopcock, rotating luer w/filter cap where the tubing became unstuck from the luer lock cap causing a leak of doxorubicin during infusion on a pediatric patient. The baby had chemotherapy on their garment, on the skin and the bed sheets; however, there were no consequences for the baby or the person involved. The chemotherapy leak was cleaned according to the chemical spill protocol. The facility verified the concerned lots and devices. The device was not replaced with no further problem encountered. There was no delay in therapy, however there was a loss of product and the baby did not receive the entire intended dose. There was no blood loss and no need for medical intervention. Although there was patient involvement, there was no adverse event/human harm. This captures the second of two events reported.